Manufacturer narrative:
Concomitant medical products: 439888, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to urgent care ten days post cardiac resynchronization therapy defibrillator (crt-d) implant with oozing from the lateral aspect of the implant site. The dressing was changed but the wound continued to ooze. Two days later the patient presented to the emergency department for additional steristrips and dermabond to stop the bleeding. A hematoma was suspected due to the blood thinners the patent was taking. Approximately fifteen days post implant a large hematoma was confirmed. Approximately one week later the patient presented again to the emergency department with the wound continuing to ooze. The patient underwent same day surgery for wound exploration, washout and evacuation of the hematoma. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.